Event description:
It was reported patient underwent a m2a hip arthoplasty. Subsequently, patient alleges pain, elevated metal ion levels, numbness, and that a revision is recommended. Patient further alleges their surgeon noted an unspecified complication with the screw. Review of invoice history confirms total hip arthroplasty procedure occurred on (B)(6) 2005. No further information provided to date. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." And number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 4 mdrs filed for this event (reference 1825034-2013-02659 / 02662).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a m2a hip arthoplasty. Subsequently, patient alleges pain, elevated metal ion levels, numbness, and that a revision is recommended. Patient further alleges their surgeon noted an unspecified complication with the screw. Review of invoice history confirms total hip arthroplasty procedure occurred on (B)(6) 2005. Additional information provided in patient medical records indicate the left hip was revised on (B)(6) 2014 due to pain, adverse soft tissue reaction, and elevated chromium and cobalt levels. The patient's operative report noted metallosis, blackened amber fluid, and osteolysis. The modular head and liner were removed. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.